Event description:
The pt was being transfered to the bedroom and was being lifted from the chair/sub-chassis with an oxford standaid. The chair/sub-chassis was lifted with pt. The sub-chassis became detached from the chair and both fell to the ground. The pt was safely held by the standaid. No injury occurred.